Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Event description:
It was reported that the needle hub detached from the unspecified bd ultra-fine¿ insulin syringe and got stuck in the cap. The following information was provided by the initial reporter: "consumer reported when removing the orange caps on some insulin syringes, the whole needle component comes off and gets stuck in the cap." "I have used the bd insulin fine needle syringes for some time. I have had a number of them recently that have the needle detached from the syringe. It is literally stuck in the cap and I am unable to retrieve it. I did not contact you right away but as it hasbeen at least a half dozen now I decided to write."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle hub detached from the unspecified bd ultra-fine¿ insulin syringe and got stuck in the cap. The following information was provided by the initial reporter: "consumer reported when removing the orange caps on some insulin syringes, the whole needle component comes off and gets stuck in the cap." "I have used the bd insulin fine needle syringes for some time. I have had a number of them recently that have the needle detached from the syringe. It is literally stuck in the cap and I am unable to retrieve it. I did not contact you right away but as it has been at least a half dozen now I decided to write."